Manufacturer narrative:
(B)(4). Batch # unknown. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the device deployed clips, but the clips did not fully close. Clips did not stop bleeding and were easily removed by suction irrigation. Per staff the patient experienced excessive bleeding due to clip failure but was controlled by applying new clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.